Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime warnings. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.